Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty occurred. The following information was initially reported about the taxus express2 drug eluting stent, "sticky balloon on taxus otw." The lesion was located in the mid left anterior descending artery. The inflation device was inflated to max to try to blow up the balloon. The patient was sent to surgery. Patient status is satisfactory. Additional information has been requested.